Event description:
Customer's wife reportedly received the following results on the aviva system within 10 minutes: 91 mg/dl and 169 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; replacement was sent.